Event description:
It was reported, that the flex tip on the deflectable videoscope fell off, during an unknown procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was no image. A root cause could not be identified. Based on the results of the investigation, it is likely that the flex tip broke off due to the distal end was broken and missing. Additionally there was no image on the device due to the missing objective and light guide lens and exposed broken fibers from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.